Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) exhibited a fault. The site rebooted erbe multiple times and reseated the energy cords with no change. The site then elected to use a third-party energy device. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure had been 30 minutes from the start of the following mode when the issue occurred. The surgical procedure being performed was an anterior perineal resection.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and visual inspection: (bezel has a crack on top left corner and a small dent on top right corner.). The unit was installed onto a golden system and functioned as expected.